Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) is currently underway. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure is currently under investigation. Device manufacture date: monitor: 11/9/2015, belt: 6/12/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 3:30 or 4:00 pm, while wearing the lifevest. It was reported that the patient passed away while at home. The patient's wife reported that she heard the lifevest alarm and went into the backyard, where she found the patient unconscious. She stated that she felt the patient and that he was already cold with no pulse. The patient's wife then reports that she called 911, and that the paramedics attempted resuscitation efforts. Clinical review of the continuous ECG data indicates that the patient entered vt at 190 bpm with motion artifact at 15:14:39 on (B)(6) 2019. The lifevest delivered a treatment shock at 15:15:50 the patient was in vt at 170 bpm. The post-shock rhythm was sinus bradycardia at 45 bpm with hb and nsvt. The lifevest delivered a second treatment at 15:17:54 while the patient was in vt at 160 bpm. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm then transitions to bradycardia from 10 bpm to 50 bpm. The patient receives a third lifevest treatment at 15:23:47, while the patient was in vt at 160 bpm. The patient's post shock rhythm was sinus bradycardia at 20 bpm with hb and motion artifact. The patient was in asystole with CPR artifact from approximately 16:58:27 until the electrode belt is disconnected at 17:00:36 on (B)(6) 2019. The patient passed away on (B)(6) 2019.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 on the distribution node pca. The root cause for the strained cable was excessive force. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
Upon further review: a us distributor reported an electrode belt failed incoming functionality testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 3:30 or 4:00 pm, while wearing the lifevest. It was reported that the patient passed away while at home. The patient's wife reported that she heard the lifevest alarm and went into the backyard, where she found the patient unconscious. She stated that she felt the patient and that he was already cold with no pulse. The patient's wife then reports that she called 911, and that the paramedics attempted resuscitation efforts. Clinical review of the continuous ECG data indicates that the patient entered vt at 190 bpm with motion artifact at 15:14:39 on (B)(6) 2019. The lifevest delivered a treatment shock at 15:15:50 the patient was in vt at 170 bpm. The post-shock rhythm was sinus bradycardia at 45 bpm with hb and nsvt. The lifevest delivered a second treatment at 15:17:54 while the patient was in vt at 160 bpm. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm then transitions to bradycardia from 10 bpm to 50 bpm. The patient receives a third lifevest treatment at 15:23:47, while the patient was in vt at 160 bpm. The patient's post shock rhythm was sinus bradycardia at 20 bpm with hb and motion artifact. The patient was in asystole with CPR artifact from approximately 16:58:27 until the electrode belt is disconnected at 17:00:36 on (B)(6) 2019. The patient passed away on (B)(6) 2019.